Event description:
It was reported that the customer had an unspecified cartridge issue. The customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.